Manufacturer narrative:
This report was previously submitted under medwatch 0001822565-2016-03223. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had an initial right hip arthroplasty. Subsequently, the patient was revised due to dislocation, bone denegration and metal on metal.